Event description:
It was reported that a spectrum pump "keeps saying downstream occlusion when there is no occlusion." Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported false downstream occlusion messages, which were confirmed through a review of the event history log but not reproduced during evaluation. A downstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing. No related malfunction could be identified.